Manufacturer narrative:
Implant facility name: (B)(6) hospital. Implant facility address: (B)(6). Implanting physician: dr (B)(6) implanting physician phone: (B)(6).

Event description:
It was reported that the patient experienced an arrhythmia. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure, the patient remained hospitalized due to experiencing an arrhythmia. The patient also continued to have oozing and bleeding from the groin site. The patient remained in the hospital for five (5) days before being discharged home fully recovery from this event.